Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms onthe second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a calcified and 100% stenotic lesion in the lad. No patient injuries or complications were reported. Patient status is listed as "good."